Manufacturer narrative:
Results: eight unused samples were returned for evaluation. The tubes were visually inspected and appeared to have a "double shot", containing twice the amount of additive. The additive limits of sodium citrate per tube are 11.44 mg to 13.99 mg. Four tubes were assayed with the following titration values: tube 1: 24.41 mg sodium citrate. Tube 2: 25.39 mg sodium citrate. Tube 3: 25.29 mg sodium citrate. Tube 4: 26.08 mg sodium citrate. The remaining four tubes were clinically evaluated by collecting blood from one employee donor into the tubes. Also, one control lot tube (reorder # (B)(4), lot # 6173983, exp. 12/31/2017) was collected from the donor. Standard venipuncture techniques with a bd vacutainer® push button blood collection set (reorder # (B)(4), lot # 6244603, exp. 08/31/2018) were employed. Immediately after filling, the samples were mixed by four complete inversions and then placed upright in a rack at room temperature. Pt and aptt assays were performed on each incident and control lot sample at quest diagnostics laboratory in (B)(4). Elevated pt, inr and aptt results were observed in three of the customer samples. One sample was not evaluated by quest as it was noted a problem developed during handling of the specimen at facility. A review of the device history record revealed no related quality notifications and all process and final inspections comply with specification requirements. Conclusion: this complaint has been confirmed with regards to incorrect additive volume and erroneous coagulation results as being related to the manufacturing process. Remedial action required: situation analysis (B)(4) was initiated to both document the investigation and root cause analysis of the reported incident. As a result of the investigation, field action (B)(4) was initiated and notification was distributed to authority and external customers. Furthermore, quest diagnostics scar (B)(4) was completed as a result of this incident. (B)(4).

Event description:
It was reported that pt inr tests conducted with a 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube lt. Blue bd hemogard¿ closure were not accurate and that there different levels of anticoagulant in the tubes. Clients who may have been affected by this were recontacted to recollect samples. There was no report of serious injury or medical intervention related to this incident.